Manufacturer narrative:
(B)(4). Device passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump failed audio beep test. Customer's blood glucose value was 150mg/dl. The customer was assisted with troubleshooting. Customer states the audio volume of the insulin pump was not working and they change volume one to five and no difference on the sound same. Customer states the blood on site. Customer states the site was not actively bleeding. Customer states blood was visible on the sensor connector. Customer was not on medication that might cause bleeding. The device will not be returned for analysis.